Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high shock impedance measurements greater than 200 ohms. As a result, the lead was surgically abandoned and replaced. This device remains implanted. No adverse patient effects were reported.